Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 this report is being filed for additional information in the h6 field.

Event description:
It is reported the patient's neurostimulator implant flipped in the pocket causing discomfort. The patient had revision surgery for their pocket site and neurostimulator. There were no reported patient complications. There were no complications with the tined lead during the revision surgery. Connections and impedances were all within normal limits when connected to the new battery. The patient reported that they are sore but doing well. The patient believes their bladder relief is still doing good as well.

Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It is reported the patient's neurostimulator implant flipped in the pocket causing discomfort. The patient had revision surgery for their pocket site and neurostimulator. There were no reported patient complications. Additional information: there were no complications with the tined lead during the revision surgery. Connections and impedances were all within normal limits when connected to the new battery. The patient reported that they are sore but doing well. The patient believes their bladder relief is still doing good as well.